Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause of elevated bg level was unknown. Bg was treated with a correction bolus and saline. Reportedly, customer left the ER 4.5 hours later with the issue resolved and no permanent damage.